Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: when the pump powered on, the display was found to be dim and discolored with a reddish hue. The pump contrast button was found to be intermittently responsive to button presses; the keypad was removed and contamination was observed under all of the button contacts. (B)(4).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored and contamination was observed on the keypad button contacts. This report is made based on the results of evaluation completed on 08/07/2015.